Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction, obstruction/occlusion and serious injury appears to be related to operational context. In this case it is likely that the reported patient myocardial infarction, obstruction/occlusion and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Ecl-033-003 - it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 95% stenosed, heavily calcified mid right coronary artery (rca). One low speed treatment was performed. There were no device malfunctions or patient complications reported post orbital atherectomy. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction, as side branch occlusion was observed.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 95% stenosed, heavily calcified mid right coronary artery (rca). One low speed treatment was performed. There were no device malfunctions or patient complications reported post orbital atherectomy. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction, as side branch occlusion was observed.